Manufacturer narrative:
The subject device will not be returned to olympus medical systems corp. (Omsc), as it was discarded by the customer. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the tissue pad is partially peeled when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an unknown procedure, and it was found that the tissue pad was peeling. The customer said that the subject device had hardly been used and it was not due to over activation. No further information could not be obtained. Patient injury was not reported.